Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-apr-2026, an FDA medsun notification was received via email. A facility representative reported that four ar-3740sp double loaded knotless knee fibertak anchors from the same lot experienced issues during implantation. All four anchors were implanted and subsequently failed. During the implantation of two of the anchors, a small metal fragment reportedly broke off from the associated tool and became embedded deep within the bone of the patient¿s left knee. Post-procedural x-ray imaging reportedly confirmed the presence of two metal fragments. The fragments were intentionally left in place, as removal was determined to pose a greater risk of additional tissue damage. The event occurred during a knee arthroscopy with meniscus repair and acl reconstruction performed in (B)(6) 2026. Therapies being used on the patient at the time of the event that may have caused or contributed to it were reported as unknown. Additional information was received on 01-may-2026: this occurred on 09-apr-2026. The four ar-3740sp double loaded knotless knee fibertak anchors from the same lot were used; however, issues were encountered during placement. During insertion, two anchors experienced tine separation, resulting in two metal fragments (tines) remaining embedded in the patient¿s bone. All four anchors were ultimately not left implanted. The surgeon transitioned to an alternative arthrex fibertak anchor to complete the fixation. The event resulted in an approximate 20¿25-minute extension of the procedure and required additional anesthesia of similar duration. No adverse patient outcomes were reported, and no additional intervention is planned to retrieve the retained metal fragments.